Manufacturer narrative:
A product investigation was performed for part# 02.118.210 / lot no.: h185275 / va-lcp anterolat dist tib plate. The va-lcp anterolat dist tib plate 2.7/3.5 r 1is broken in half at the 3th screw locking thread. The dimensions of the broken va-lcp anterolat dist tib plate 2.7/3.5 r 1 were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of stainless steel. Based on our investigations and including the existing information we are not able to determine an exact root cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Neither a product nor a material related fault was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. (B)(4). A device history record (DHR) review was performed on part # 02.118.210, lot # h185275: original part manufacturing location: (B)(4)manufacturing facility, original part manufacturing date: 02-september-2016, part expiration date: n/a: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had internal fixation of distal tibial fracture with a variable-angle locking compression plate (va-lcp) on (B)(6) 2017. The plate broke at bone cadres post-operatively on (B)(6) 2017 during resting. The revision surgery was performed on (B)(6) 2017 and the broken plate was replaced with an intramedullary elastic titanium nail (etn). Concomitant medical products: locking screws (part # unknown, lot # unknown, quantity 6), lockscr ø3.5 self-tap l26 (part# 213.026, lot# l135901, quantity 1), lockscr ø3.5 self-tap l16 (part# 213.016, lot# 9074203, quantity 1), cortex screw ø 3.5 mm (part# 204.812, lot# 9894116, quantity 1), cortex screw ø 3.5 mm (part# 204.826, lot# 9802999, quantity 1), lockscr ø3.5 self-tap (part# 213.028, lot# l137911, quantity 1). This report is for one (1) 2.7/3.5mm va-lcp anterolateral distal tibia pl/12 holes/right. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. Complaint is confirmed as the plate is received broken as reported. An inspection of features potentially related to the failure was conducted. There were no noted non-conformances. Some features could not be verified as the plate was damaged. Some features could not be verified as the broken area extended across the features of interest. All features that could be inspected were found conforming. As no manufacturing related issue was identified and/or confirmed. Unable to determine a root cause. All features that could be inspected were found conforming. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.